Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was leaking lipids. The lipids were ported on port 2 and were leaking into bags that should not have lipids. This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured between november 09, 2021 to november 10, 2021. H10: the actual device was not available; however, two (2) companion samples were received for evaluation.. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed with no issue were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.